Manufacturer narrative:
Event description, corrected data: it was inadvertently provided that ¿the patient requested to keep the new generator¿, however this was intended to be written as the ¿the patient requested to keep the old generator¿.

Event description:
Analysis was performed on the returned lead portion 06/14/2016. The electrodes were not returned for analysis and therefore a complete evaluation could not be performed on the entire lead product. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, and no discontinuities were identified. There is no evidence to suggest discontinuities in the returned portion of the device.

Event description:
It was reported through clinic notes that a patient was being referred for generator replacement due to end of service and being unable to communicate with the programming system. The patient was also experiencing an increase in seizures. The patient reported that she had previously experienced very good results with the vns therapy system. During replacement surgery, it was reported that high impedance was found when the new generator was connected to the lead. Diagnostics were unable to be performed with the old generator. Through troubleshooting and diagnostic tests, it was determined that the lead was the cause of the high impedance. A full replacement was performed and the post-op impedance with the new lead was within normal limits. The patient requested to keep the new generator; therefore it will not be available for return/analysis. The replaced lead has been returned by the manufacturer and is pending completion of product analysis.